Event description:
It was reported that noise was observed on the rv lead. The lead and device were explanted and replaced.

Manufacturer narrative:
Analysis found the outer insulation was abraded open from 21.5cm to 21.8cm from the pins over the ring cable lumen caused by the lead rubbing against the ICD can. The etfe insulation of the ring cables was abraded in the same area exposing the ring cables' filars. It is believed that contact between the ICD can and the bare ring cable filars will generate noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.